Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("metal coil that was embedded in the cecum") in a 46 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain female, pelvic mass, benign ovarian tumor, endometriosis, vaginal delivery, parity 1, gravida I, c-section, hypertension, ulcerative colitis and urinary frequency. Previously administered products included: dicyclomine co, losartan hydrochlorothiazide actavis, omeprazole and mesalamine. The patient had a family history of cancer (colon cancer ovarian cancer). On (B)(6) 2018,, she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy bilateral salpingo-ophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: tissues: uterus, nos - uterus, cervix, bilateral fallopian tubes and ovaries foreign body ¿ coil clinical history: pelvic mass, pelvic pain final diagnosis: specimen #1 uterus, hysterectomy, cervix - chronic inflammation endometrium - irregular maturation myometriurn: - adenomyosis - leiomyomata serosa - no pathologic diagnosis ovary and fallopian tube, right, resection - benign luteinized cyst (1 cm) - endometriosis of fallopian tube - benign paratubal cyst ovary and fallopian tube, left, resection - corpus luteum cyst - benign simple cyst - endometriosis of fallopian tube - benign paratubal cyst specimen #2 designated "coil", resection - metallic coli for gross identification only. Gross description: the specimen consists of a dark metallic coil measuring 6 cm in length and 0.2 cm in diameter and is for gross ID only. Microscopic description: both fallopian tubes show foci of endometriosis. [Ultrasound scan] on (B)(6) 2018: r. Ultrasound showed the uterus to measure 9.5cm. There was 2 fibroids the largest measured 2.6 cm endometrial stripe is 3 mm. Right ovary measured 4.8 and there was a 4 cm complex septated cyst on the right with moderate vascularization. Left ovary measured 6.4 x 11.9 cm and had complex cyst within, multiple. There is no mention of any free fluid. Ca 125 was 16 and repeat was 17. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("metal coil that was embedded in the cecum") in a 46 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain female, pelvic mass, benign ovarian tumor, endometriosis, vaginal delivery, parity 1, gravida I, c-section, hypertension, ulcerative colitis and urinary frequency. Previously administered products included: dicyclomine [dicycloverine], hydrochlorothiazide;losartan, omeprazole and mesalamine. The patient had a family history of cancer (colon cancer ovarian cancer). On (B)(6) 2018, she experienced device dislocation (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy bilateral salpingo-ophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: tissues: uterus, nos - uterus, cervix, bilateral fallopian tubes and ovaries foreign body ¿ coil clinical history: pelvic mass, pelvic pain final diagnosis: specimen #1 uterus, hysterectomy, cervix - chronic inflammation endometrium - irregular maturation myometriurn: adenomyosis. Leiomyomata. Serosa - no pathologic diagnosis ovary and fallopian tube, right, resection - benign luteinized cyst (1 cm) endometriosis of fallopian tube. Benign paratubal cyst ovary and fallopian tube, left, resection - corpus luteum cyst. Benign simple cyst. Endometriosis of fallopian tube. Benign paratubal cyst. Specimen #2 designated "coil", resection - metallic coli for gross identification only. Gross description: the specimen consists of a dark metallic coil measuring 6 cm in length and 0.2 cm in diameter and is for gross ID only. Microscopic description: both fallopian tubes show foci of endometriosis. [Ultrasound scan] on (B)(6) 2018: r. Ultrasound showed the uterus to measure 9.5cm. There was 2 fibroids the largest measured 2.6 cm endometrial stripe is 3 mm. Right ovary measured 4.8 and there was a 4 cm complex septated cyst on the right with moderate vascularization. Left ovary measured 6.4 x 11.9 cm and had complex cyst within, multiple. There is no mention of any free fluid. Ca 125 was 16 and repeat was 17. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.